Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The patient was alone when the issue happened and therefore the full sequence of events is unknown. A friend later came into the house, found the patient still conscious but weak, and assisted her to the hospital where unspecified treatment was given. At the time of the report the patient was slowly recovering. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin log was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.